Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion. Drug: 5fu.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and 3 quarters filled easypump ii lt 100-50-s without packaging connect with a discofix c, 3wsc, white,10cm tube and a reflux valve. The received sample was taken to a visual inspection. The white clamp was closed. Damages that would lead to a malfunction were not detected at the sample. Further on, we detected crystallized drug at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. A proper examination of the flow rate can not be carried out at the sample, since the sample is blocked. The received sample is not within our specifications. We assess this complaint to be not judgeable. We have informed our manufacturer accordingly. Reviewed device history records, no abnormalities and no such defect detected at final control inspection.